Event description:
As reported by covidien in (B)(6): customer reports that part of the needle remained in hip, the ortho team was called and they used large pliers to remove it. An x-ray was taken for foreign body and was clear. The right side of the procedure was successful and the left side had the procedure aborted. The customer reported serial number: (B)(4) and (B)(4) lot or batch number: (B)(4), (B)(4), (B)(4). The product ID is unknown; however, the customer stated that the item number is either (B)(4) or (B)(4). The date of expiration: 04/30/2017 the needle was used for evaluating of bone marrow for sarcoma. The customer reported that they attempted a bone marrow biopsy with covidien monoject needles. They used four needles of different lot numbers. On one of the needles, the handle disconnected from the needle and the needle remained in the iliac crest. The needle was removed with pliers and an x-ray was taken, no foreign body remained. One patient involved with this incident and there were a total of 4 needles used. The first needle worked fine, the 2nd and 3rd needles appeared to work but would not unlock and would get stuck and they would need to use another needle. The 4th needle broke off and remained in the patient. Note - this has been filed as an MDR report.

Manufacturer narrative:
Not analyzed yet due to product has not been received.